Manufacturer narrative:
Investigation update: as correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
The surgeon used the exactech gps navigation system to prepare the tibia instead of using the engage surgical instrumentation. The surgeon believes that a pin hole below the tibial tray may have caused the issue. This pin hole location is from the exactech gps navigation system, which has not been validated for use with the engage system. The engage surgical implants were not returned for evaluation, since they remain implanted in the patient.

Event description:
It was reported that a patient was experiencing minor knee pain during the eight weeks post-op follow-up appointment. The surgeon reviewed the x-rays and determined that the patient had a probable subacute fracture on the right side. At 12 weeks, the patient is doing fine, with no pain, and is fully ambulatory; no further treatment is required for the patient.